Event description:
Serious injury involving one person. A report was received stating that a customer who had been fitted with focus night and day extended wear lenses (lot number unknown) visited the optician in 2002. The optometrist observed 3 ulcers in the right eye that were possibly infected and referred the customer to the hospital. The eye hospital diagnosed infective keratitis due to contact lens wear. The patient had been wearing focus night and day lenses on an extended wear basis for about a year. No additional information had been obtained by ciba vision regarding this incident. Upon receipt of any significant information, a follow-up medwatch report will be filed.